Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
It was reported that during a shoulder scope procedure, the absorbable suture broke twice. No patient injury or complications were reported.